Event description:
A customer reported intermittent ultrasound failure during surgery causing a posterior capsule tear. The procedure was completed after a more than 15 minute delay. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).